Event description:
Baxter reports a mis-spike of a transfer set by clean flash. The date of how long the set was in use is unknown. There was no pt injury or medical intervention according to the international affiliate.